Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2019, a patient underwent port placement via the left anterior vein for an unknown medical condition. Sometime later, the port was alleged to be nonfunctional. Subsequently, the port was removed on (B)(6) 2021. There was no reported patient injury.